Event description:
Caller reported false negative troponin (tni) results on one pt using the triage profiler sob 25 test kit. Customer is using the following cut off's: triage: 0.05, centaur: <0.1 ng/ml, vidas: <0.01 ug/l. No pt info was provided.

Manufacturer narrative:
Investigation pending.